Event description:
The customer reported that the ventilator would not work on backup battery power during operation. The customer reported the ventilator was not in use therefore there was no patient harm or involvement. The manufacturer's service technician confirmed the reported event and reported a diagnostic code in the ventilator log history that indicated a 24/+-12v/power fail occurrence. The service technician replaced the power supply and backup battery to correct the findings. Extended self testing (est) and applicable final testing was completed and tests passed per operating specifications.